Event description:
The customer stated an architect i2000sr analyzer generated a false negative anti-hcv result for one patient sample. The analyzer generated an anti-hcv result of 0.1 s/co on (B)(6) 2011. The false negative result was discovered when the patient generated positive anti-hcv results of 4.58, 4.57 and 4.68 s/co on (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. False negative result. This report is being filed on an international product, arch anti-hcv, ln 6c37, that has a similar us product distributed in the u.s., arch anti-hcv, ln 1l79. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of retained kits, a search for similar complaints, and a review of labeling. Based on the shipping history lot 95370hn00 and associated sublots, which contain all the same bulk material, and lot 01572li00 were identified as lots which could have been used by the customer and therefore will be used for evaluation of this complaint. Retained reagent kits of architect anti-hcv reagent, list number (B)(4), lot numbers 95370hn00 and 01572li00, were calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. Sensitivity panel values were tested and met specifications for reagent lot 01572li00 and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Both reagent lots detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. As part of our evaluation we have reviewed the complaint records for the affected lot numbers. This review did not identify any problems relating to your observation. Labeling was reviewed and found to be adequate. Based on our evaluation, we have determined that both lots are performing acceptably regarding sensitivity.